Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 184 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, minor scratches on lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.